Event description:
Practice reported to ulthera on (B)(6) 2015 that a patient was experiencing burns approximately 1 week after ultherapy face and neck treatment. Patient showed slow healing but has residual scarring. Evaluation of the device did not indicate any anomalies or malfunction.